Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was unable to turn the stimulation on. The pt was traveling for a week and was getting poor communication with the recharger. The pt attempted to use the programmer; however, the batteries in the programmer were dead. An over discharge was suspected, however, no troubleshooting was done. A power on reset (por) was noted and cleared. Additional info has been requested; a f/u report will be submitted if additional info becomes available.